Event description:
It was reported the system did not display an image. This situation is a potential hazard because the system is unable to display a liv image and is rendered inoperable. There is no report of injury or death associate with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.